Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. According to the complainant, the suspect device remains implanted and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corporation that a few days following placement of a polyflex esophageal stent, the physician transferred the patient to another hospital due to unrelated heart problems (unspecified). Approximately one month later, while the patient was still being monitored for the heart problems, a tracheal fistula was detected. Initially, the physician was considering removal of the stent; however, the physician elected to leave the stent in place due to the poor condition of the patient and since the patient's heart problems did not arise from the stent. In 2008, bsc had been informed by the physician that the stent eroded through the esophagus and the trachea and that the patient died due to the tracheal fistula.